Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during routine cleaning. There was no patient involvement.

Manufacturer narrative:
H.10: through follow up communication livanova learned that no service activity will be performed for the moment and device will not be repaired. The most likely root cause of the reported issue is related to corrosion of the pump motor bearing due to environmental condition in which the pump operates. Water infiltration, water formation due to condensation, high level of humidity may have led to rust formation inside the bearing balls preventing the shaft from rotating freely.

Event description:
See initial report.